Event description:
It was reported that the patient experienced pain upon insertion as the catheter was ribbed. The patient possibly developing urinary tract infection. No medical intervention reported. It was later reported from the customer contact via phone on 05jun2020, the balloon on the foley catheters were ribbed, so they caused pain during insertion and removal. The customer noted that she developed a urinary tract infection as a result of using these catheters and was prescribed antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced pain upon insertion as the catheter was ribbed. The patient possibly developing urinary tract infection. No medical intervention reported. It was later reported from the customer contact via phone on (B)(6)2020 , the balloon on the foley catheters were ribbed, so they caused pain during insertion and removal. The customer noted that the patient developed a urinary tract infection as a result of using these catheters and was prescribed antibiotics.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure could be, "inadequate sterilization.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced pain upon insertion as the catheter was ribbed. The patient possibly developing urinary tract infection. No medical intervention reported.